Event description:
It was reported that prior to use with bd vacutainer® sst¿ ii advance plus blood collection tubes one of the caps is a different color. The following information was provided by the initial reporter: customer ordered (B)(6) and amongst this delivery in the packs there are pink top crossmatch tubes.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for incorrect cap color was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of incorrect cap color was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® sst¿ ii advance plus blood collection tubes one of the caps is a different color. The following information was provided by the initial reporter: customer ordered (B)(6) and amongst this delivery in the packs there are pink top crossmatch tubes.